Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed two devices were each returned in original packaging with the batch number of the complaint on the labels. Device one, the t1, t2, and suture were not returned. Bio debris is present in the needle. Device two, the t1, t2, and suture were returned off the needle. The t2 is bent but not broken. The t1 is fractured at the tip. The suture knot is tightened down. Bio debris is present on the implants and in the needle. A functional evaluation was performed on the returned device and found the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Device two showed the actuator will cycle but the actuator attempts to stick at the tip and requires manipulation before returning to the next pre-deployment position. Based on the condition of the product material found during visual inspection, additional material testing is not required. An analysis of the customer provided image found the device tip and the suture with the anchors still attached to it laying around the tip also there is a close-up image of the device tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (an unintended actuation of the device). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a knee arthroscopic procedure, the t1 and t2 of two (2) fast-fix devices fell off the inserter before being deployed. The procedure was resumed, with a non significant delay, using an equivalent s+n back-up. No further complications were reported. The t1 was fractured at the tip.